Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The needle tube was broken off at the distal end. We measured the needle tube and it was considered that the needle tube broke off at about 20 mm from the distal end. The needle tube was deformed around the broken point. As a result of checking the fractured surface of the needle tube, it showed that the needle tube was subjected to bending load. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. The needle tube was subjected to the bending load and bent because of the patient's movement. The needle tube was subjected to a load to be straightened. The bending and straightening of the needle tube reduced the strength of the needle tube and it was broken off. The above device handling has warned in the instruction manual as follows. *when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead. *do not push the needle slider suddenly. Doing so may cause sudden needle protrusion, resulting in perforation, bleeding, or mucous membrane damage. It can also damage the instrument.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endobronchial ultrasound-guided transbronchial fine needle aspiration (ebus-tbna), the subject device was used. In the procedure, the tip of the needle broke off and remained in the patient body. The patient was carried out a surgery to retrieve the remained needle tip. This is the report regarding the switching to the surgery.